Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a case that started as a laparoscopic appendectomy and was converted to open prior to the use of the tcr75, the device cut the desired tissue, but deployed no staples. Upon inspection, there were no staples found in the device, reload or the specimen. While the surgeon was doing the illeo cecectomy is when the device failed to deploy staples while resecting the bowel. The doctor hand-sewed the anastomoses. The procedure was completed successfully with no delays. There were no patient consequences and no changes to post-op care.